Event description:
Stapler would not close d/t what looked like a loose staple far back in the jaws. Stapler load was removed from field prior to being used on patient, was bagged up with packaging, and a replacement was opened.